Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient was hospitalized because of adhesive material with the infusion sets led to a skin reaction and subsequent skin infection on (B)(6) 2024. Patient faced irritation, redness and subsequent infection at infusion set insertion site. The infusion set was in use for two to three days. No further information available.